Event description:
It was reported that during a lap nephrectomy procedure, the instrument malfunctioned intraoperatively at the tip. No further information was obtained on the malfunction and there was no reported patient consequence. Procedure was finished with another device of the same product.